Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had 4 hypoglycemia and 4 hyperglycemia events. Customer stated that the sensor glucose reading shows that they are low when their blood glucose is not low. Customer stated that the sensors stop reading accurately after about 3-4 days. When the sensor is removed, the cannula is bent. Customer did not want to troubleshoot at the time of the call.